Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 13 mmol/l. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed and customer stated that they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.